Event description:
A customer reported an unexpected negative reaction with the capture-r ready screen 3 (crrs3). Original screen on (B)(6) 2011 resulted as negative for all screening cells with lot r174. New patient sample drawn (B)(6) 2011 resulted as 3+ positive with screening cell 2 . Screening cell 1 and 3 negative. Customer repeated original sample from (B)(6) 2011 and the sample resulted as 3+ positive with screening cell 2 (an anti-e antibody has been identified).

Manufacturer narrative:
Review of the batch files is as follows: sample (B)(6) tested on (B)(6) 2011 resulted as negative with crrs3 r174. Review of the well images screening cells 1and 3 resulted as negative, visually appear negative. Screening cell 2( e pos) resulted as negative but visually appears positive with slight red cell adherence around a diffused button. A customer communication, (B)(4), was issued on (B)(4), 2009 regarding echo antibody screen and ID interpretations, instructing customers to visually inspect negative results before releasing results.